Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 208mg/dl, 140mg/dl. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported. Note: patient using expired solutions.